Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to insert and remove guide wire; however, the loss of arterial access and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional watchman procedure. One proglide was deployed and the sutures were successfully pre-placed. Reportedly, a second device was attempted to be advanced over the wire but wasn¿t able to be advanced. Flouro was performed and nothing unusual was seen. The device was continued to try to be advanced without success. As a result, the device was tried to be withdrawn from over the wire but device wouldn¿t move forward or back over the wire. The entire system had to be removed without resistance noted and losing access site. An additional puncture was performed. Hemostasis was achieved by the successfully pre-placed sutures of the first device deployed and manual pressure was held as another device could not be inserted due to loss of arterial access from removing the entire system. The watchman procedure was completed via new puncture site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.